Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: pt was implanted approx one year ago suffered a recent fall and increase in body weight. It was discovered the pt had two broken rods on an unk date. Pt was returned to operating room on an unk date both rods removed and replaced with standard click-x rods. No further information was available. This is 2 of 2 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.